Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that a hair was discovered, possibly an "eyelash hair" in the inside one of the 2l single chamber final containers after on order had been compounded. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual inspection, it was observed that an eyelash/hair was inside the bag. While this article code is produced by a semi-automatic machine which operates without the presence of an operator who can contaminate the bag, the complaint is confirmed as we cannot exclude with certainty that the contamination did not occur during the manufacturing process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.